Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the pocket site. Small r waves were noted on the right ventricular (rv) lead. The lead and implantable pulse generator (ipg) were revised and remain in use. No further patient complications have been reported as a result of this event.